Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. The assignable cause for event is unknown. There was no indication the instrument contributed to the event based on acceptable within run precision testing. The vitros tropi es reagent and pre-analytical sample processing could not be ruled out as contributing factors.

Event description:
The customer obtained two non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Patient sample a result: 3.06 ng/ml vs expected <0.012 ng/ml. Patient sample b result: 4.26 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory and there was no allegation of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).